Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was patient reported they received an informational por message today when they went to charge their implant on the recharger and programmer. During the call patient replaced programmer batteries. Agent walked patient through clearing the informational por message and patient confirmed message was cleared. Agent reviewed eri and eos message. The troubleshooting steps that were taken on the call resolved the issue. Patient mentioned they have an appointment with their healthcare provider (hcp)  in about a week and will discuss with hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.